Event description:
It was reported that when the device was used during an laparoscopic nissen fundoplication procedure, the device jammed after several staples were fired. Another device was used to complete the procedure. There was no consequence to pt.